Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file captured intermittent low flow events between (B)(6) 2024 and (B)(6) 2024. It was also noted a no external power and other associated alarm types on (B)(6) 2024. This was caused by power to mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during this event. Additional information stated patient was admitted and their white power cable was functionable when connected to power module but when switched over to batteries, the white cable did not detect a power source. Multiple batteries and clips were attempted, and gold strips were also cleaned on the said equipment. Additional log files contained abnormal power cable disconnects on white and black power leads on (B)(6) 2024.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 23 days (02sep2024 ¿ 25sep2024 per timestamp). No external power alarms were active on 04may2024 from 06:46:23 ¿ 06:46:24 due to a loss of ac power while the controller was connected to the mpu. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the serial number of the mobile power unit (mpu). It was also asked if the mpu has a v-lock connector, if the power cord came loose from the wall or from the back of the unit, if there were any environmental circumstances that may have caused the event, if the mpu was exchanged, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.